Event description:
Pt reports nebulizer tube is clogged and missing mouth pieces. Patient states the parts they received do not fit and they need the correct one. Unknown if any doses were missed. Unknown if any adverse event occurred. Unknown if defective supply is available for return. Unknown if md is aware. No further information reported. Indication: chronic obstructive pulmonary disease, unspecified.